Event description:
It was reported that the event occurred during insertion. Upon advancing the spring wire guide (swg), the wire was stuck in the syringe and was unable to withdraw. As a result, the device was removed and not used. A new kit was opened and used with success. No medical/surgical intervention was needed. There was no delay or interruption in therapy. There was no report of pt death, complication or injury. The pt outcome is fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.